Manufacturer narrative:
Device was not returned for evaluation.

Event description:
Following a hysterectomy, patient was removing catheter when it broke. Patient had an additional procedure to remove the catheter.